Manufacturer narrative:
The device has been explanted and has been returned to innsbruck where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The explanted device was received at ww headquarters. As per explant report form, the device was not functioning and there was no stimulation. Additional information has been requested from the field.

Manufacturer narrative:
Based on the received information from the field, in situ measurements are pointing to hi impedance values on the most apical channels. However, device investigation did not reveal any device malfunction or defect which is expected to have been present whilst implanted. Reportedly the recipient suffers from a chronic infection. The most probable cause for the observed issue might be due to physiological changes in the cochlea. This is a final report.

Event description:
The explanted device was received at (B)(6) headquarters. As per explant report form, the device was not functioning and there was no stimulation. As per new information received the user had his ear cleaned up and was re-implanted on (B)(6) 2018. The user suffered from a chronic infection. Reportedly the user is doing well with the new device.